Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximately 4 years of service. The physician has alleged premature battery depletion. The physician elected to explant and replace this device with a cardiac resynchronization therapy defibrillator. No symptoms have been reported.